Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unknown routine surgery. When the tachy therapy was programmed back on after surgery, the patient's tachy zones in parameters under interrogation showed zero bpm. The fastpath and parameters print-out showed the correct rates. It was affirmed that it was a display error; since zero bpm is not a selectable rate for the tachy zones.